Event description:
It was reported, that targeter failed to engage the nail when the drill sleeve was all the way down to the bone. Screw was superior to nail after further examination. Surgeon put in two separate screws. We don't know weather he first engaged the nail because it was immediately removed. After checking the lateral x-rays, we noticed it was superior to the nail and the screw was removed. The screw was then put in and locked freehand by surgeon.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.